Event description:
It was reported that during a spine procedure conducted at the user facility the trajectory of the device appeared to be 45 degrees and 90 degrees off. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during a spine procedure conducted at the user facility the trajectory of the device appeared to be 45 degrees and 90 degrees off. No impact to the patient or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spine procedure conducted at the user facility the trajectory of the device appeared to be 45 degrees and 90 degrees off. No impact to the patient or procedural delays were reported with this event.